Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and opening. Leak test was performed and identified an opening on the anterior. A microscopic analysis was performed which identified a striated opening in the anterior side and a cracked opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening in the anterior side assessed as surgical damage, and a cracked opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Additionally, healthcare professional reported "particles in valve." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.